Event description:
It was reported that at implant 37 mls of sterile water was aspirated from the pump and the pump was filled with 40 mls of drug without issue. At a subsequent refill visit, a volume discrepancy was found. The expected reservoir volume was 8 mls; however, the actual volume aspirated was 18 mls. The pump logs were checked and no motor stalls had been recorded. The pt was not having any symptoms. When they attempted to refill the pump, they were only able to fill the reservoir with 32 mls of drug rather than 40 mls. The pump was used to deliver baclofen. The hcp planned to perform diagnostic studies. It was further reported that a roller study and dye study were done and both were negative. The pt felt better after the diagnostic testing was done, so the hcp planned to wait and see what happened with the volumes at the pt's next refill.